Manufacturer narrative:
Correction: h6 (removed rfr: adverse event) additional information: g3 additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a hysteroscopy polypectomy the soft tissue shaver was not dissecting properly, appeared slow, and seemed blunt. The dense tissue shaver plus was then used, but the situation did not improve. A reusable hand instrument was also tried, resulting in only a very slight improvement. The polyp being removed was over 3 cm in size. Due to the performance of the devices, the procedure had to be completed using bipolar resection, which was not initially available in the hospital. This switch extended the surgical time by one hour.

Manufacturer narrative:
D10 concomitant products: 72203012, dense tissue shaver plus 72203012 truclear (lot#:5775673), 7209509, soft tissue shaver plus 7209509 truclear (lot#:5832568), 7209807, 7209807 truclear handpiece (serial#: (B)(6)), 72205000, control unit 72205000 hysterolux (serial#: (B)(6)), 72205051, hysteroscope seal 72205051 truclear (lot#:9767402) 72205015, procedure kit 72205015 hysterolux (lot#:w5g0126). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.